Event description:
Apparent equipment failure of pall hme(heat and moisture exchanger). Around 12:30 pm pt was being bathed. ICU telemetry called nurses stat. Pt was bradycardic. Pt was blue, pale and unresponsive. Bennett 7200 ventilator alarm was going off but had been silenced by registry nurse giving pt bath. A respiratory care practitioner disconnected the pt from the ventilator and started bagging. The pt response was immediate improvement. The pt was reconnected to the ventilator. The ventilator still read no pressure, pressure limiting, no volume. The hme was removed from the circuit and the ventilator began ventilating the pt. Visual inspection of hme showed no observable obstructions. Hosp policy states hme's must be changed once every 24 hours. The hme had been changed the night before. The hme appeared to be dry and no foreign material could be visualized. The pt returned to a stable condition after a new hme was placed in the circuit. The hme was being used within the MFR's guidelines of "maximum 24 hr use if drugs or solutions are nebulized." The hme had been replaced the night before and was in use less than 24 hours.